Manufacturer narrative:
(B) (4). (B) (4). Infection. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a carpal tunnel surgery procedure on an unk date. The pt developed an infection of the puncture channel after wound closure. No medical intervention was reported.